Event description:
It was reported that the patient came in to the hospital due to feeling uncomfortable and that a device check was done. It was determined that the patient's implantable pulse generator (ipg) had reached elective replacement indicator (eri) earlier than expected by the customer. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. (B)(4).